Event description:
Rptr states that doing meter to hcp meter comparison tests. The results were 425 mg/dl on meter, and 300 mg/dl on nurse's (one touch) meter. Rptr did not have any symptoms. No harm was alleged.